Event description:
Alleged false hiv positive result. On 11/19/96 a client reported that subsequennt to being told his hiv status was positive he was told by a physician (no date provided) that his hiv status was negative. Caller said he took the test on 10/01/96 and received his test result on 10/14/96. The caller said he lived in one state but was on vacation in another and had left his personal idientification number (pin) at home. Despite not having a pin, an investigation was launched by co based on the very limited amount of info available. The caller provided the phone number and the name of a physician in vacation neither which could be verified by the co investigating staff members and may have been bogus.